Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during an unknown procedure the coolpulse 90 electrode with hand controls did not have enough suction. The complaint device was received and evaluated. No visual damages in the device, saline residues were observed in the suction tube, sings of activation can be observed. Due to the failure reported is related to suction, the device will be sent to supplier for further evaluation. Supplier evaluation result for vapr clplse90 electrode w hand cntrls, was evaluated by the supplier with the following results: the device has not been returned in its original packaging, the active tip is in a used condition, with evidence of activation and debris around the active tip, tissue debris visible inside active tip suction port, residue in suction tube, no visible damage to the device shaft, handle, cable or plug. All the parameters of the electrical test passed. During functional test, were included different values as generator connection, flow rate test and activation test, as result, the flow test and flow rate post-activation were fail. The further investigations are: multiple attempts to free the blockage was conducted; including a positive pressure applied to the suction path of the device, along with a negative pressure, and both conducted whilst activating the device. None of these attempts were successful in clearing the blockage to restore the flow rate within specification. To confirm the location of the blockage, a thin gauge wire was inserted into the suction tube of the device and fed up the suction path until the blockage was reached. This confirmed that the blockage was at the distal end of the device and was most probably caused by procedural debris. The blockage could not be freed. The summary of the supplier is: the complaint that the ¿device did not have enough suction¿ was substantiated from the testing performed. The device failed to achieve the flow specification criteria during the functional testing. The blockage was located at the distal end of the suction path and was most probably caused by procedural debris at the tip. It was not possible to clear this blockage. From our investigation we were able to confirm the reported suction issue with an out of specification flow value being recorded for the returned devices. The fault was confirmed to be tissue debris blocking the suction path at the distal end of the device. The blockage in the electrode tip could not be removed in either device during the investigation. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. At this point in time, depuy synthese mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2020. It was observed that the coolpulse 90 electrode with hand controls device did not have enough suction. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.